Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's boston scientific implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to vegetation on the rv lead. There were no replacement products implanted. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.